Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, inside a patient with a previously implanted non-medtronic surgical valve, the patient was borderline for a 26 millimeter (mm) valve or a 29 mm valve. The implanting team opted to use the 26 mm valve, and the valve was inspected prior to use. During deployment, the valve kept dislodging while attached to the delivery catheter system (dcs). The valve was recaptured and withdrawn from the patient. A 29 mm valve was loaded and deployed at a 3mm implant depth. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, inside a patient with a previously implanted non-medtronic surgical valve, the patient was borderline for a 26 millimeter (mm) valve or a 29 mm valve. The implanting team opted to use the 26 mm valve, and the valve was inspected prior to use. During deployment, the valve kept dislodging while attached to the delivery catheter system (dcs). The valve was recaptured and withdrawn from the patient. A 29 mm valve was loaded and deployed at a 3mm implant depth. No adverse patient effects were reported. Additional information was received that the valve was attempted over a medtronic guidewire with the deployment starting point at the bottom of the previously implanted surgical valve. The depth was 3 mm on the left coronary cusp and non-coronary cusp, but the valve dislodged towards the aorta. Additionally, there was nothing in terms of the patient's anatomy that contributed to the dislodgement of the valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added d. Expiration date, lot #, and unique identifier # updated e. Initial reporter first name updated e3. Initial reporter occupation updated h4. Device mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.